Event description:
It was reported that device embolization and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. Three days post implant, the patient experienced cardiac arrest. The patient recovered from medication and chest compressions and was sent for imaging; it was noted the closure device was dislodged. The patient was sent to surgery for removal of the closure device. The surgery went well, and the patient is fully recovered.